Event description:
Customer reported that the paramedics were called and she was hospitalized due to heart issues and high blood glucose. Customer stated that the blood glucose reading was over 500 mg/dl when paramedics arrived. Customer stated that she was hospitalized (B)(6) 2013 for low blood glucose. Customer stated that she gave herself too much insulin and had an infection. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.